Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suffers from recurrent infection over the implant body of the device. Antibiotics have been given for 28 days on (B)(6) 2016 and (B)(6) 2017. The recipient's only symptom at this time was swelling, no pain was reported. The surgeon has not tested for the type of infection but requested an allergy test kit.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the received information, the recipient suffered from recurrent inflammation over the implant body. However, an infection could not be confirmed yet and a possible allergy against the implant materials has been also suspected by the clinic. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. A decision regarding explantation surgery has not been made available yet.

Event description:
The recipient suffers from recurrent infection over the implant body of the device. The surgical wound healed without complication at the time of surgery. Antibiotics have been given for 28 days on (B)(6) 2016 and (B)(6) 2017. The recipient's only symptom at this time was swelling, no pain was reported. The surgeon has not tested for the type of infection but requested an allergy test kit. No information in regards of the allergy test has been communicated. No information in regards to the recipients current health status has been communicated.